Manufacturer narrative:
D3: corrected. D9: 2/28/2025. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and it was found that the device was leaking from a crack on the water tank cover. After replacing the water tank cover the device does not leak. Device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was leaking. No patient harm and any adverse events were reported due to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.